Event description:
Procedure: lung resection. According to the reporter: staples did not fire properly. Oozing bleeding was reported as under 200cc. Additional tissue was resected with another device. Unformed staples were retrieved from cavity. The patient status was reported as ok. No other patient information was available.